Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer reported receiving unspecified high sensor readings when compared to a competitor meter. The customer experienced a loss of consciousness and was assisted home where he was able to self-treat with glucagon injection. There was no reported of any third-party medical intervention for the reported issue. There was no report of death or permanent injury associated with this event.